Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 8590-9, lot# n461242, implanted: (B)(6) 2014, product type: accessory. Product ID: 8780, serial# (B)(4), implanted: (B)(6) 2014, product type: catheter.

Event description:
Information was received from a consumer regarding a patient receiving an unknown drug via an implantable infusion pump. The indication for use was noted as spinal pain. It was reported that overinfusion occurred that resulted in severe complications. The event date was not known. No further information was provided. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.